Event description:
Related manufacturer reference number: 2017865-2023-44072. It was reported that the patient presented for a scheduled generator upgrade procedure. During the procedure, the implantable cardioverter defibrillators set screw appeared stripped and could not be loosened. While attempting to remove the atrial lead from the device's header, the lead pin was damaged and appeared sprung. Ultimately, the lead was capped and replaced on (B)(6) 2023. The device was replaced. After the procedure on the same day, the patient developed bleeding at the pocket site and underwent another successful procedure for reconciliation of the bleeding. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
The reported event of connector pin detachment was confirmed. As received, a partial lead was returned in one piece. Visual inspection found the connector pin with the crimp sleeve was pulled through the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the lead from the device during the procedure. The connector cap was intact and was in place in the connector assembly. The cause of the reported event was isolated to the pulled-out connector assembly consistent with damage caused during the procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion at the proximal region of the lead breaching the optim sheath only with intact silicon insulation beneath. The cause of the external insulation abrasion is due to friction to the device can.